Event description:
Fyi: a healthcare professional reported that during trabeculectomy procedure on the right eye, the ophthalmic suture was soft, blunt and could not penetrate the cornea. The surgery was completed on the same day by using new suture. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).